Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device remains in the patient and was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that emboshield nav6 embolic protection system (eps) instruction for use states: the emboshield nav6 is designed to capture embolic material in the carotid arteries and the device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The investigation determined the reported difficulty to remove the filter appears to be related to the use error as a non-compatible, non-barewire was used in the procedure, preventing the filter from being removed. The reported patient effect appears to be related to the operational context of the procedure as the filtration element was left in the anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented to the hospital emergency department with a heart attack and st segment elevation myocardial infarction (stemi). The patient had a previous coronary artery bypass graft using a leg saphenous vein and stents. Angiography revealed thrombosis and stenosis in the graft. The emboshield nav6 embolic protection device (epd) was advanced, on a non-bare wire, in the coronary artery to capture any plaque and possible thrombosis. Percutaneous coronary intervention (pci) was performed on the 99% occluded graft with timi2 flow achieved. The epd could not be retrieved with the non-bare wire and remains in the vessel. No additional intervention was performed. The patient remains stable and was discharged on (B)(6) 2018. No additional information was provided.